Event description:
Customer reported that "the cannula was never inserted in her skin after removing the pod." As a result, her "bg level reached 275 mg/dl." The customer also reported that the pod did not beep after filling it.

Manufacturer narrative:
The pod was not returned for eval. Therefore, we are unable to confirm any product malfunction or defect that may have caused or contributed to the reported complaint. The customer suspected that the cannula did not deploy properly. This indicates that the needle mechanism possibly malfunctioned, however, since no product was returned for eval no malfunction can be confirmed. The omnipod's user guide advises that "the pod will only beep if you have filled it with a least 85 units of insulin. If you have filled the pod with more than 85 units and still do not hear the 2 beeps, call customer care." The user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Frequent blood glucose monitoring allows users to react quickly and appropriately to any issues. Product lot qualification records were reviewed and found to have met all acceptance criteria.